Event description:
The operator attempted arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. Fluoroscopy confirmed the arteriotomy site to be in the common femoral artery, which was evaluated for size, tortuosity and calcification. The operator inserted and deployed the device without difficulty. When attempting to remove the device and deliver the knot, an unusual amount of resistance was encountered. The device as visualized under fluoroscopy and was believed to be fractured into two separate pieces. Hemostasis was maintained while the device remained intralumenal and the pt was transferred to surgery for device removal. In surgery, a surgical cut-down was performed by a vascular surgeon. The device was found to be intact and had not fractured as previously believed. The distal guide of the device was not visualized with fluoroscopy as it is radiolucent. It was reported that the foot of the device as not completely parked when removed from the artery. The surgeon reported "some damage to the artery from the device manipulation". The vessel was repaired with suture. The pt remained hospitalized for four days and was discharged in "fine" condition. Though requested, no additional information was provided.